Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product was returned for analysis, and damage was observed to the plunger tip. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Intraocular lens (iol) was not returned. The plunger tip is bent. The product investigation could not identify the root cause for the reported complaint "tip was crooked and unable to use". The product was subject to handling. We are unable to confirm the device preparation and the lens/plunger position for advancement at the time of surgery. In addition to this, all plungers are 100% inspected as per approved manufacturing procedures at the vendor site and the observed plunger damage would not meet the release criteria. Based on this investigation findings, we are unable to verify if the product contributed to the event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, they noticed that the tip of the device was crooked. They were unable to use the device. The surgery was completed with a replacement device. There was no patient injury. Based on the new information received on 07-jan-2026: three additional devices of the same model and diopter value had the same crooked-tip issue and were unusable.